Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, 2 triclips were successfully implanted.post deployment, the second clip had single leaflet device attachment (slda) from the anterior leaflet. Per the physician, insufficient insertion of anterior leaflet lead to slda. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue.based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to procedural factors. The cause of the reported difficulty visualizing the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.